Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized two times in the past for high blood glucose. The customer's blood glucose was unknown at the time of hospitalization. The customer did not provide further details of the hospitalizations. Customer also reported they only had partial eyesight. The customer also reported the reservoir leaking into the insulin pump. The insulin pump will not be returned for analysis.